Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be related to the use of the device. One 5 fr tl powerpicc catheter was returned for investigation. The catheter extended up to the 53 cm depth marker. Infusion caps were attached to all three lumens. Evidence of use was present throughout the device. A written note was returned with lot: recx3662. The lumens were flushed with water using a 12 ml syringe. A spraying leak was observed at the proximal end of the catheter when flushing the grey hub lumen. Microscopic observation of the leak location revealed a longitudinal split. The area surrounding the split was observed to have a light discoloration, which may have been caused by exposure to leaked solutions. The split edge material showed whitening due to stretching. The split surface was observed to be course. A circumferential crease was present and aligned with the location of the split. Material wrinkling was present along the crease which indicates kinking was a likely factor. Manipulation of the catheter revealed it to preferentially kink at the crease location. The catheter was cut at the 0 cm depth marker. The wall thicknesses were measured at each lumen and were found to be within specification. Based on the characteristics of the split, the damage was likely caused by excessive manipulation. Since a leak was present on the returned sample, the complaint is confirmed. The instructions for use (IFU) caution, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of recx3662 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the 5 fr triple lumen powerpicc hf catheter was placed in a patient, IV therapy was called to come look at the PICC due to issues with flushing. It was stated that when the IV therapy team came to flush the catheter, saline shot through the lumen with the grey hub. The team identified a pinhole-size hole located where the catheter junction and catheter body meet.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3662 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the 5 fr triple lumen powerpicc hf catheter was placed in a patient, IV therapy was called to come look at the PICC due to issues with flushing. It was stated that when the IV therapy team came to flush the catheter, saline shot through the lumen with the grey hub. The team identified a pinhole-size hole located where the catheter junction and catheter body meet.